Manufacturer narrative:
Findings: pump received with minor scratched display window, reservoir tube lip completely broken off and test reservoir will not lock/click in place and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 558 mg/dl. The customer stated that the whole top rim came completely off. The customer stated that damaged occurred when she was sleeping. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 558 mg/dl. The customer was treated for high blood glucose with manual injection.